Manufacturer narrative:
Device has not been returned. The impella 2.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The patient had leg ischemia. Surgical repair to treat the ischemia included a sheath inserted to transfer blood.